Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. During the procedure, while advancing the cat6 through the sheath using a peel away sheath, the physician experienced resistance and the distal tip of the cat6 became ovalized. Therefore, it was removed. The procedure was completed using a non-penumbra catheter and a balloon catheter with the same sheath. There was no report of an adverse effect to the patient.